Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 31st march 2009 and performed to specification up to the (B)(6) 2012. The device failed multiple self-tests due to a low battery between the (B)(6) 2012 and the (B)(6) 2015. An increase in voltage then suggests a further pad-pak was installed. The device records manual power ups of 10 minutes duration between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. Manual power ups containing nonsensical durations were recorded during this time. Due to damage to all four pogo pins the device was unable to be powered up, therefore all pogo pins were replaced. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pogo pins were observed to be sheared off. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.